Manufacturer narrative:
Our records indicate this ra lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information the patient with this right atrial (ra) lead had their pacemaker explanted after 3.5 years. The local area field representative reported high ra lead thresholds. There was a concern the connection may have been loose between the ra lead and device causing the increased thresholds. No adverse patient effects were reported.